Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details cannot be requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Healthcare professional reported via nbir right side removal due to "infection." Device has been explanted.